Manufacturer narrative:
(B)(6).

Event description:
It was reported that the balloon ruptured. The 95% stenosed target lesion area was located in a severely tortuous superficial femoral artery. A 5.00mm/2.0cm/135cm peripheral cutting balloon was selected for use in a percutaneous transluminal angioplasty procedure. During the procedure, the balloon was inflated for the second time at 6 atmospheres for 10 seconds. However, the balloon ruptured. The device was removed with the usual method and the procedure was completed with another of the same device. There were no complications reported and the patient is in good condition after the procedure.